Event description:
Complainant alleged that while attempting to treat a pt for cardiac arrest, the device displayed a "cable fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.